Event description:
It was reported that a spectrum pump that did not alarm upstream occlusion during patient infusion at the emergency room (ER). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event. The following information was provided by the customer. The event occurred during heparin therapy in the critical care area. The diluent volume was 250ml (25000 units heparin; concentration 100 units/ml). The dose was 1150 units/hr. D10: concomitant product. G4: 510k#. Additional information: h6, h10. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. A device analysis could not be completed. Fa 2021-056 is associated with undetected upstream occlusions and reinforcing proper intravenous line setup and detection of upstream occlusion for spectrum pumps; however, it cannot be determined if the event is related to the issue described by the fa. Should additional relevant information become available, a supplemental report will be submitted.